Event description:
The user facility reported a patient with cardiomyopathy was implanted with an impella cp for mechanical circulatory support. During support, the patient died due to retroperitoneal hemorrhage. It was noted that the device worked without issue. No further information available.

Manufacturer narrative:
The investigation for the reported retroperitoneal hemorrhage has been completed. The impella device was not received from the customer and therefore, an evaluation of the device was not possible. The clinical details provided were not sufficient to determine a root cause. The cause of the hemolysis and its relation to impella were not determined since the product, data logs, and sufficient clinical information were not provided. As noted in the impella IFU: impella cp with smart assist system section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation)¿ this report is being filed as part of a retrospective review of historical records.